Event description:
The customer reported that they could not use the battery. After they started it, it only worked for 20 minutes after a full charge. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.